Event description:
It was reported that this right atrial (ra) lead exhibited undersensed beats. No other information was provided. This lead remains in service. No adverse patient effects were reported.